Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported: "the guidewire do not flow into the lead".